Event description:
A customer's mother reported via phone call indicating that the customer's insulin pump sounds a constant tone during bolus settings. The mother is not able to clear this alarm. The customer tried removing the batteries for five minutes but the issue remained unresolved. The patient's blood glucose level was 250 mg/dl at the time of the call. The customer stated that the buttons do not respond as well. The customer is on the back-up plan until they can talk to their health care provider about a reimbursement on the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.